Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.00 diopter, into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to lens was too big, with superior narrowing of the angle. The lens was replaced with a smaller lens (12.6mm). Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was replaced with a smaller lens (12.6mm) and the problem was resolved. The vision is great. Claim # (B)(4).